Manufacturer narrative:
Follow-up required to report the explant date of (B)(6) 2017, which was not reported earlier.

Event description:
New information revealed that the implantable cardioverter defibrillator was explanted on (B)(6) 2017.

Manufacturer narrative:
Additional report regarding patient condition, which was not reported before.

Event description:
New information revealed that the patient was stable during and post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. Analysis performed on the battery concluded the cause of premature battery depletion was due to an internal battery anomaly.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited premature battery depletion. The patient did not receive any high voltage therapies nor had any aborted therapies in the interim. It was further noted that the patient has a significant heart failure. The device was explanted and replaced. No further information is available.